Event description:
Customer reports getting result out of range, 612 mg/dl while using the aviva system. Device result range is 10-600 mg/dl with results over 600 mg/dl being displayed as "hi". No controls were run. No adverse event reported. Customer is out of strips; a replacement product was sent.